Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to corroded motor home switch. The device was unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer blood glucose reading was 206 mg/dl. Customer was not able to rewind or clear the alarm. Insulin pump will be returning for analysis.